Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call keypad anomaly and failed battery test on the insulin pump. Customer's blood glucose level was unknown. Troubleshooting was performed. Customer advised the insulin pump rejected batteries, the device had keypad anomaly and the issue remained unresolved. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Insulin pump received with intermittent button response due to flattened dome switch on act button. Connector was inspected and locked on lcd board. No button error alarm during testing. Insulin pump passed displacement test, self test, a21 error test, off no power test and all operating currents tested within the spec range. Insulin pump was monitored and tested with no failed battery test and unexpected battery power loss noted. (B)(4).